Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The unknown depuy pinnacle liner and head that was reported in the wpc was updated and added lot number. Added dob of the patient.

Event description:
Litigation papers allege: on or about (B)(6), 2009, patient was implanted with a depuy pinnacle hip on the left side. On or about (B)(6), 2009, pt was implanted with a depuy pinnacle hip on the right side. In early 2010, pt began experiencing severe pain and discomfort and inflammation in his thighs and hip areas, as well as his groin. Pt has also experienced episodes of a grinding and popping sensation in his hip joints. Pt will likely need to undergo revision surgery to replace the implants.